Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The fluid leak was discovered when the patient was removing the cassette from the cycler. Prior to discovery of the fluid leak, there were multiple alarms that occurred: an ¿m31 air detected in cassette¿ alarm and an ¿m83 pump a vs b volume error¿ message. The m31 alarm reportedly occurred in drain 3 of 4, and the m83 error occurred in fill 4. The cause of the fluid leak was unknown. The patient confirmed that fluid had come in contact with the cycler. The fluid leak was discovered after the ¿treatment complete ¿ step 9 - remove cassette¿ stage. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate method of treatment. There were no reported adverse effects or injuries as a result of the event. The patient was advised to notify their pd nurse of the replacement. No further details were provided during the call. Multiple attempts have been made, and thus far, no further details have been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or problems. The cycler underwent and passed a patient sensor calibration check, a teach pump test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The fluid leak was discovered when the patient was removing the cassette from the cycler. Prior to discovery of the fluid leak, there were multiple alarms that occurred: an ¿m31 air detected in cassette¿ alarm and an ¿m83 pump a vs b volume error¿ message. The m31 alarm reportedly occurred in drain 3 of 4, and the m83 error occurred in fill 4. The cause of the fluid leak was unknown. The patient confirmed that fluid had come in contact with the cycler. The fluid leak was discovered after the ¿treatment complete ¿ step 9 - remove cassette¿ stage. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate method of treatment. There were no reported adverse effects or injuries as a result of the event. The patient was advised to notify their pd nurse of the replacement. No further details were provided during the call. Multiple attempts have been made, and thus far, no further details have been provided.